Event description:
The customer stated, that while in saed mode, the unit would charge but not shock, while it was on a simulator. No patient involvement.

Manufacturer narrative:
Device has not returned, but is anticipated. A supplemental will be submitted upon completion of the investigation.